Event description:
It was reported that the device had contamination. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device enclosure was dirty, all the feet were missing, the main block was dirty, the power switch is jammed into the unit, and the line cord is worn. During the functional testing, the water tank was filled, plug in line cord and switched power on. The reported issue was confirmed. The root cause of the reported issue was found to be customer use error as greenish blue substance found with in the unit. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. D4 unique identifier, e4 and g5 are unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.